Event description:
There was an allegation of questionable results for multiple assays from the cobas 8000 c702 module. Sample 1 initial creatinine plus ver.2 result was < 5 umol/l and was reported to the general practitioner, who questioned the result. The repeat result was 69 umol/l. Sample 2 initial albumin gen.2 result was 64 g/l, and the repeat result was 42 g/l. Sample 3 initial creatinine result was 11 umol/l, and the repeat result was 37 umol/l. The initial calcium gen.2 result was 1.99 mmol/l, and the repeat result was 2.37 mmol/l. Sample 4 initial creatinine result was 13 umol/l, and the repeat result was 86 umol/l. The questionable results for samples 2-4 were not reported outside of the laboratory.

Manufacturer narrative:
The creatinine reagent lot number was 930030. The albumin reagent lot number was 909752. The calcium reagent lot number was 898956. The expiration dates were not provided. The field service engineer found the wash nozzles on the rinse station were sticking slightly, and found slight reagent dripping from the reagent probe. He cleaned and lubricated. He performed precision testing and hardware performance checks. He also checked the acid delivery using a system volume check and found the acid to be a much higher ph than expected. He replaced the acid detergent mixer, adjusted the levels, replaced the cells, and ran a cell blank and precision check that were acceptable. The investigation determined that the service actions resolved the issue.